Event description:
A physician reported that an two ophthalmic sutures from the same lot number were broken during phacoemulsification surgery. Procedure details and patient impact have not been provided. Additional information could not be obtained as the customer was unable to be contacted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. No technical inquiries were received from the customer. Eight unopened sutures, in pouches and blisters, in a box were received for the report of broke suture. Samples were visually inspected and found to be conforming. A dimensional inspection was done for suture diameter, and samples were found to be conforming. Functional testing for suture strength was performed, and samples were found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The returned unopened samples were found to be visually, dimensionally and functionally conforming, therefore the suture thinner than usual as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).